Manufacturer narrative:
This product was made by invacare at either invamex or aquatec (B)(4) and invacare has chosen to file this report utilizing the invamex cfn/fei registration.

Event description:
Daughter of the end user reported that the seat on her mothers (B)(4) commode cracked, pinching her mothers behind.